Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspection of the download data found that the pod had multiple timeouts and a drive stall. The pod replicated these abnormalities during a rerun in conjunction with generating an 0x5c hazard alarm indicating open count too low at end of prime. The ratchet gear was able to advance manually without issues. The exact cause of the high pulse width w/ drive stall could not be determined, however the timeouts and drive stall can be confirmed as the root cause of the reported needle mechanism failure complaint. Inspection of the drive assembly found damage on the hook post spring as a result of incorrect installation. It could not be conclusively determined if the observed hook post spring damage is linked to the high pulse width w/ drive stall and subsequent reported needle mechanism failure.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did move forward however the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.